Event description:
It is reported that the surgeon tried to insert the poly into the shell. After several attempts, he noticed the shell was bent. He then implanted a larger size.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.